Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, while introducing the forceps into the biopsy cap of the scope, one jaw detached into the scope. The jaw was retrieved using the endoscopes suction function, and then the procedure was completed with another radial jaw 3 biopsy forceps device. Reportedly, no part of the device detached into the patient. Additionally, no damage was noted to the device or packaging prior to use.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with one jaw broken. Further analysis found several transversal cracks and smeared material at the failure surface which is indicative of a bending action. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that a component detached. Based on the material analysis, the fracture likely occurred due to a bending overload. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, while introducing the forceps into the biopsy cap of the scope, one jaw detached into the scope. The jaw was retrieved using the endoscopes suction function, and then the procedure was completed with another radial jaw 3 biopsy forceps device. Reportedly, no part of the device detached into the patient. Additionally, no damage was noted to the device or packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.